Manufacturer narrative:
Product has not yet been rec'd by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A f/u report will be sent when the investigation is complete.

Event description:
The event is reported as: item was "sticky" from the moment they rec'd it. They tried to use it on a pt during a CABG and the device got stuck. They replaced it with another one without any further issues. No pt injury reported.